Event description:
It was reported the patient came in for a refill. The patient's personal therapy manager (ptm) displayed an bell on the screen and was alarming. The ptm was unable to administer boluses. The pump was interrogated and indicated a motor stall occurred at 1:17 am. At 14:24, the pump was refilled and reprogrammed. Pump logs were printed and the pump was running again. The stall recovered after more 2 hours after the stall. The pump was explanted and the patient was released from the hospital the following day. Additional information reported the pump was replaced due to increasing spasticity. The patient was doing fine. The pump was used to deliver clonidine and lioresal.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion code is no longer applicable for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.